Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked and unresponsive. The customer also reported a malfunction alarm and that a cartridge alarm occurred during the load sequence with multiple cartridges. Customer¿s blood glucose level was 330 mg/dl. The customer will use multiple daily injections for insulin delivery. However, a replacement pump was sent to the customer to resolve the issue.